Event description:
It was reported that this patient with this implantable cardioverter defibrillator (ICD) experienced and atrial arrhythmia, noted to possibly be atrial fibrillation (af) with rapid ventricular response (rvr). Multiple inappropriate shocks were delivered, which accelerated the rhythm. It was noted this also occurred approximately 1 month earlier in which program settings were changed at that time. Technical services (ts) discussed further programming optimization. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.